Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not experiencing low and high alerts. The customer had experienced a low blood glucose level of 42 mg/dl that went down to 40 mg/dl but the sensor never alerted the low. The customer confirmed that the glucose alerts were on. The glucose limits were set to 80-200 mg/dl. The customer also reported that they had a high blood glucose level of 400 mg/dl. The customer was assisted in reviewing the sensor alert history. The customer confirmed that she had high alerts. The customer stated that she did not hear anything. The customer declined to treat and troubleshoot for the high blood glucose. The customer was advised to monitor the alerts and call back for more assistance. The device will not be returned for analysis.